Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead has high impedances of greater than 2000 ohms. There are stored ventricular events in the logbook showing what appears to be noise. The patient was going to be brought in for a followup to check the lead.